Manufacturer narrative:
The complainant was unable to provide the suspect device upn ad lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that obtryx system device was used during an unknown procedure and performed on an unknown date. According to the complainant, the patient suffered pain before and after the sling was implanted. The vaginal portion of the sling was excised under general anesthesia. It was reported the patient received steroid injections to the groin. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.